Manufacturer narrative:
This event occurred in (B)(6). For the medwatch on the ft4 reagent, refer to the medwatch with patient identifier (B)(6).

Manufacturer narrative:
Three vials of the patient's sample were returned for investigation. An interfering factor to streptavidin could be identified for tsh in the investigated sample. This interference is documented in product labeling.

Event description:
The customer alleged they received questionable free thyroxine (ft4) and thyrotropin (tsh) results for one patient. The patient's sample was tested on a cobas 8000 e602 module, the provided serial number was (B)(4). The ft4 result was 4.95 ng/dl and the tsh result was 0.8 mu/l. The sample was repeated in another laboratory using an architect method. The ft4 result was 1.1 ng/dl and the tsh result was 1.51 mu/l. Information on whether the patient was adversely affected by this event was requested but not provided. On (B)(6) 2014, the patient had a new sample tested. The sample was tested on the e602 analyzer and the ft4 result was 5.68 ng/dl. The tsh result was 0.6 mu/l. The customer also provided a result of 0.58 mu/l. Information on whether the results of 0.6 mu/l and 0.58 mu/l were the same result was requested but not provided. The sample was sent to another laboratory and tested with a dxi method. The ft4 result was 1.1 ng/dl and the tsh result was 1.1 mu/l. The sample was then sent to another laboratory for testing. The sample was tested on a cobas e411 analyzer, serial number requested but not provided. The ft4 result was 1.5 ng/dl. The sample was then tested on another cobas 8000 e602 module, serial number requested but not provided. The ft4 result was 5.86 ng/dl. The patient was not adversely affected by the ft4 event. Information on whether the patient was adversely affected by the tsh event was requested but not provided. The customer stated they had not yet reported any of the ft4 results. The customer stated they only reported a tsh result of 0.58 mu/l. A peg precipitation was performed on both samples for the ft4. The ft4 reagent lot number was 176245. The expiration date was requested but not provided.